Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. On the event date of 17-dec-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 11.65 u and dailytotalofbolusinsulindelivered = 20.9 u which is equal to the dailytotalofallinsulindelivered = 32.55 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 17-dec-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and dat at 0.0873 inches. No unexpected pump rewind during testing. Pump programmed with multiple bolus deliveries and all registered properly in the pump history. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.6 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, scratched case and cracked select and down button keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for the pump did not deliver insulin (under delivery) and had a sudden rewind was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported under delivery. The customer reported blood glucose value of 337 mg/dl. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-1886. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1886.